Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) stated that the blue clamp bag came undone because they failed to connect the setup very well. This occurred on the homechoice (hc) machine during dwell 4 of 4. They stated that over time the connection became loose. The technical service representative (tsr) helped the hp end therapy and the hp was going to drain manually. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore, a device analysis could not be performed. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. There are warnings that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.